Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Upon visual/microscopic inspection, it was noted that an attempt had been made to shape the guidewire tip. The guidewire ptfe coating was noted to be peeling at 138cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. During functional inspection, the guidewire was reshaped successfully, without issue, as per the instructions in the dfu. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported issue was not confirmed during the device analysis. However; the device failed to meet specification when received for complaint investigation based on the device analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The introducer was delivered to distal of guidewire and prepared to shape the guidewire tip. However the guidewire tip could not be shaped properly after several tries. During analysis, the guidewire ptfe coating was noted to be peeling at 138cm from the proximal end. The peeling most likely occurred as a result of interaction with another device. It is most likely the torque device was not securely fastened causing it to drag down the wire during use. During the functional inspection the guidewire was reshaped successfully, without issue, as per the instructions in the dfu. An assignable cause of 'not confirmed' will be assigned to the as reported 'guidewire distal tip poor shape retention¿, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of 'handling damage' will be assigned to the as analyzed 'guidewire ptfe coating peeling' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The subject guidewire was returned for analysis and the device investigation revealed that subject guidewire had ptfe coating peeling issue. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.